Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 03-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on a windows updating screen. A field service engineer replaced the hard drive and re imaging back to 1.8 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es station stuck with windows update. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. The customer also mentioned that surgery was currently on hold while this issue happened. There were no adverse events or injuries reported based on this incident.